Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n224572, implanted: (B)(6) 2009, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion, and/or wear, and/or lubrication. Analysis of the pump also revealed pump/motor/gear train anomaly/stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider via a manufacturer representative and a consumer in regards to a patient who was being treated with baclofen 0.5 mg/ml (.21413 mg/day), clonidine 260 mcg/ml (111.35 mcg/day) and bupivacaine 28 mg/ml (11.992 mg/day) intrathecal therapy via an implanted pump. The indication for use was noted as non-malignant pain and other chronic/intractable pain to the trunk and limbs. The patient had a sudden change in therapy, specifically increased pain and reported it was a huge difference. The patient indicated she was shaking it was so bad. A motor stall was seen at an initial interrogation. The patient did not have a recent magnetic resonance imaging (MRI). There were multiple motor stalls and recoveries: on (B)(6) 2015 at 05:23, a motor stall occurred, (B)(6) 2015 at 05:54, a motor stall recovery occurred; on (B)(6) 2015 at 14:07 a motor stall occurred, (B)(6) 2015 at 15:36 a motor stall recovery occurred; on (B)(6) 2015 at 17:54 a motor stall occurred, (B)(6) 2015 at 17:33 a motor stall recovery occurred; and (B)(6) 2015 at 8:36 - motor stall occurred. The patient saw an 8476 code on the personal therapy manager (ptm) on (B)(6) 2015 as well, which was the code for the motor stall. The primary devices were related to this event with an event date of (B)(6) 2015. The device was being sent back for analysis. Additional information regarding troubleshooting related to the motor stalls/recoveries, cause of the stalls/recoveries, concomitant medications, medical history, and resolution of patient symptoms has been requested. If additional information is received, a follow up report will be sent. Additional information: the device was returned for analysis. The telemetry strips indicated that on (B)(6) 2015 a "stopped pump period may exceed tube set" message occurred.

Event description:
On (B)(4) 2015, additional information was received from the company representative. On (B)(6) 2015, during pump interrogation, the pump was set to a minimum rate, and information stated that the drugs were bupivacaine (28 mg/ml) at 0.169 mg/day, baclofen (0.5 mg/ml) at 0.00302 mg/day, and clonidine (260 mcg/ml) at 1.57 mcg/day. The company representative did not have further information regarding what the dosages were prior to the pump being put into minimum rate on or about (B)(6) 2015.

Manufacturer narrative:
After receiving the device for analysis, the previously reported eval code-conclusion of was updated.

Manufacturer narrative:
Device code is no longer applicable to this event.